Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4).

Event description:
It was reported that the lead had elevated pacing thresholds that increased over time. The lead was capped and replaced. It was further reported that the device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patientcomplications have been reported as a result of this event.